Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high threshold was noted on the patients right ventricular (rv) lead. When the patient presented for rv lead revision, fluoroscopy revealed rv lead dislodgement. All other lead parameters were within normal limit and patient is not dependent. The lead was explanted and replaced. The patient did not experience any adverse consequences.